Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was at normal end of life. There was no telemetry and no output. Analysis of the tined lead found that conductor wire #3 was broken at the #3 electrode at the distal end.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v952173, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2012, product type programmer, patient; product ID 3058, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3093-28, lot # v952173, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient's lead components were removed and returned with the inss. The patient had two implantable neurostimulators (inss) and it was unclear which ins was felt to be not working, or if both were felt to be not working. Reference MFR. Report # 3004209178-2015-12065 for information regarding the patient's other ins.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v952173, explanted: (B)(6) 2015, product type: lead. Product ID 3058, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3093-28, lot# v952173, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received reported that there was a lack of change to the clinical situation and patient pain. There was not a 50 percent or greater symptom reduction and the lead and programmer were involved in the event. The event cause was not determined and was not device related. The patient recovered without permanent impairment.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was removed because the patient felt it was not working and that the physician thought something was wrong with the ins. It was unsure if the lead component was removed and the reporter did not think any new components were placed after the explant of the device. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.